Event description:
It was reported that during a coolseal trinity procedure on august 22nd, the physician reported that it was experiencing a ¨little bleeding issue¨, it was reported that he went back to seal three times and was unsuccessful. The procedure was a modified duodenal switch, physician reported that around 12 seals had to be resealed. The device was exchanged, and no injury was reported. No medical intervention was required. The procedure was completed successfully with a second device. The amount of bleeding was reported as not a high amount. No other information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. 1 nce was observed related to the disposition of finished goods. Rework was performed and the accepted units were released. The device was released meeting all qa specifications h3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.